Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a drive support cap that was flush. The blood glucose reading was over 400 mg/dl. The customer stated that she had moderate ketones but did not require hospitalization for the event. The customer also reported that the insulin pump alarmed no delivery. Troubleshooting for the alarm was declined, and replacement of the insulin pump was advised. The most recent blood glucose reading was 175 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners. And minor scratched lcd window. The drive support disk was inspected and no anomaly was noted.